Event description:
It was reported that insulin pump has physical damage. Customer's blood glucose reading was 210 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a cracked end cap, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.